Event description:
It was reported that a guidewire break occurred. A 185cm pt2 guidewire was selected for use in a cardiac procedure. However, the wire broke inside the patient's body. No attempt was made to remove the broken portion. It was noted that the broken guidewire did not travel or move through the artery after the brake occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a guidewire break occurred. A 185cm pt2 guidewire was selected for use in a cardiac procedure. However, the wire broke inside the patient's body. No attempt was made to remove the broken portion. It was noted that the broken guidewire did not travel or move through the artery after the brake occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the pt2 guidewire was used for PICC line purpose and was used for navigating. The guidewire broke near the clavicle. While trying to remove broken wire portion, wire was found near a side branch. The main branch flow remains ok, therefore it was not removed.

Manufacturer narrative:
The device was returned for analysis. The guidewire returned inside of a hoop together with its original opened pouch. The guidewire was removed from the hoop without problems. Once the wire was inspected, it was found a section of the polymer tip was detached approximately at 183.3 cm from the proximal end. The detached section was not returned. The distal tip was found bent. A kinked section was found in the proximal end of the guidewire, located approximately at 0.8 cm from the proximal end. No more damages were found.

Event description:
It was reported that a guidewire break occurred. A 185cm pt2 guidewire was selected for use in a cardiac procedure. However, the wire broke inside the patient's body. No attempt was made to remove the broken portion. It was noted that the broken guidewire did not travel or move through the artery after the brake occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the pt2 guidewire was used for PICC line purpose and was used for navigating. The guidewire broke near the clavicle. While trying to remove broken wire portion, wire was found near a side branch. The main branch flow remains ok, therefore it was not removed.